Event description:
It is reported that a customer received threshold suspend on their insulin pump. The patient's blood glucose level was anywhere from 99mg/dl to0300 mg/dl at the time of the call. The customer stated that they also have a calibration error on their pump where the blood glucose readings were inaccurate. In addition, she also mentioned the adhesive tape is causing in certain areas a rash which led to blisters. The customer declined any trouble shooting or assistance with their issues. The customer was advised that they can call the help line anytime the issues occur again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.